Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heartstring iii proximal seal loaded correctly and misfired. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was without the loading device. The tension spring assembly was inside the deployment tube and the seal was extending out of the tube. The seal was intact. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the received condition of the device, the reported complaint "seal misfired" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).